Event description:
It was reported that during a prostate procedure at 12 minutes and 73,438 joules of use, the tip of the surgical fiber was damaged. Reportedly, the pt gland was 60ml. The case was completed using an alternate procedure (turp). Pt outcome: "no damages to the pt".